Event description:
It was reported that the customer states that the bag is sticking to penis. Pw causing pain in penis for patient. The pouch/wick has gripped the patient like a vacuum seal machine would. The patient is wearing depends at night. Rep explained to the wife that the wicks/pouches have vents on the sides to allow outside air in, so a pressure lock doesn't form. I told her that the vents shouldn't be blocked or covered when using the purewick. She will cut a window in the front of the depends on to allow air into the vents. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. (Male wick).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The root cause identified is "user is unaware of air flow requirements." The reported event is addressed within the labeling as it state: do not use the device with any material or in any position that blocks the vents on the front of the device or does not allow for airflow through the device. Examples include, but are not limited to, tight clothing or briefs. "Items needed for application (not included): trimmers or clippers. Placement of purewicktm male external catheter: 3. Trim or clip the pubic hair to ensure the product securely adheres to the skin. Check the skin and do not use if there is irritation or breakdown. Clean the penis and the skin around the base of the penis with soap and water or soap and water wipes. Dry skin prior to positioning the device. Note: moisture or soap residue on skin will weaken the adhesive. 4. Position the device, aligning drainage fitting towards the feet of the user. Slide the opening of the device over the penis until close to, but not touching, the skin around the base of the penis. Center penis within the opening. Do not place scrotum inside the device. Remove the bottom adhesive peel off and press the device against the skin below the base of the penis. Remove the top adhesive peel off and press the device against the skin above the base of the penis. Ensure device has fully adhered around the base of the penis by pressing down on the adhesive." A DHR review was not required because the investigation was confirmed use related. No additional actions can be taken at this time. Correction: f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer states that the bag is sticking to penis. Pw causing pain in penis for patient. The pouch/wick has gripped the patient like a vacuum seal machine would. The patient is wearing depends at night. Rep explained to the wife that the wicks/pouches have vents on the sides to allow outside air in, so a pressure lock doesn't form. I told her that the vents shouldn't be blocked or covered when using the purewick. She will cut a window in the front of the depends to allow air into the vents. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. (Male wick).